Event description:
It was reported that infection and pocket erosion was noted on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120675.